Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a that the fiber body was broken into two pieces, thus, confirming the reported event. Microscopic analysis found that the connector of the fiber was in good condition and the functional tested indicated an error 67 and that there was one treatment used. It is possible that the fiber setup or handling during use contributed to the fiber body break. The fiber may have been compromised, such as being bent or stressed, during installation, and then completely fractured when laser energy was applied. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Burns are a known inherent risk of device use as stated in the instructions for use. This case is part of an ongoing investigation to find the cause of the fiber problem, therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that towards the end of a ureteroscopy procedure, the fiber cracked completely in half while being used in the scope. The physician was holding the fiber near the scope, and it caused a burn injury to the physician, small first degree burnt similar to a bovie and did not need treatment; also melted a portion of the scope. The procedure was completed with another device without patient complications.

Event description:
It was reported that towards the end of a ureteroscopy procedure, the fiber cracked completely in half while being used in the scope. The physician was holding the fiber near the scope, and it caused a burn injury to the physician, small first degree burnt similar to a bovie and did not need treatment; also melted a portion of the scope. The procedure was completed with another device without patient complications.

Event description:
It was reported that towards the end of a ureteroscopy procedure, the fiber cracked completely in half while being used in the scope. The physician was holding the fiber near the scope, and it caused a burn injury to the physician, small first degree burnt similar to a bovie and did not need treatment; also melted a portion of the scope. The procedure was completed with another device without patient complications.

Manufacturer narrative:
Correction to field h1. Type of reportable event.